Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level for the past 3 hours (387 mg/dl) with trace ketones. The customer took a correction bolus using the pump. During troubleshooting with tandem technical support, air bubbles were noted in the infusion set tubing. The customer changed out the tubing and no more air bubbles were observed. Two hours later, the customer's bg level had lowered to 280 mg/dl. The customer was confident tht bgs level would continue to lower.